Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual analysis of the returned device revealed several pinhole leaks in the balloon. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device.

Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-03043 for details regarding the first device. According to the complainant, during procedure preparation, the balloon broke after it was inflated. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. The patient's condition at the end of the procedure is unknown.